Manufacturer narrative:
At this time the product has been returned to merge healthcare. Once the hardware is evaluated, a follow-up report will be submitted.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free color and icg still-image photography, as well as video imaging. On (B)(4) 2018, merge healthcare was notified that a customer had a camera that would not work. It was determined by support that the camera would need to be replaced. On 01/26/2018, a new camera was sent and on 01/29/2018, the camera was configured. The issue was resolved. Information received from the account, indicates that during the replacement and configuration of the camera, fifty(50) to sixty(60) patients were rescheduled a day for a couple of days. To the customer's knowledge, the delay in testing did not result in direct patient harm. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. No reports of patient harm occurred as a result of this issue. (B)(4).

Manufacturer narrative:
Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 02/16/2018. On 02/16/2018, the returned camera was received by merge healthcare. The camera was hooked up to a test pc(personal computer) and the the camera could not be seen by the computer when it was connected. On 02/06/2018 , the camera was sent to the vendor for additional evaluation. On 03/30/2018, the camera was received from the vendor. Support verified the camera worked and returned it to service stock. Corrected data: h3: device evaluated by manufacturer changed from no: device evaluation anticipated but not yet begun to yes. Method: 10- actual device evaluated. Results: 213- no failure detected. Conclusions: - 4310- cause cannot be traced to device.